Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: leakage appeared through a pin hole on distal portion of the balloon. Blood present in the balloon. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed through provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As per event description, ''during procedure when the commander delivery was fully inflated, it sustained a "pinhole" sized puncture in the distal end of the balloon. The puncture likely came from the ostia of the left pulmonary artery (lpa) stent''. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported ''the puncture likely came from the ostia of the left pulmonary artery (lpa) stent''. In addition, the procedural notes also state ''branch pa's were rehabilitated prior to placement of alterra pre-stent during which time two bard, vida balloons ruptured and was presumed to be associated with proximal edges of previously placed cordis/genesis stents''. Based on the given information, it is possible that the balloon interacted with the proximal edges of pre-existing stent during deployment, puncturing the balloon and resulting in the observed leak at distal aspect of the balloon. While a definitive root cause was unknown, available information suggests that patient factors (pre-existing stent) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported from alterra clinical study, during procedure when the commander delivery was fully inflated, it sustained a "pinhole" sized puncture in the distal end of the balloon. The puncture likely came from the ostia of the left pulmonary artery (lpa) stent. The balloon was fully inflated and the valve was deployed without issue. The patient was not harmed.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device is not returning.